Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: harvesting of autograft bone through a separate skin and fascial incision. Revision laminectomy and decompression l4/5 left side. Revision laminectomy and decompression l5/s1 left side. Primary laminectomy and decompression l3/4 left side. Medial hemifacectomy and foraminotomy l3/4 left side. Removal of intracanal spinal lipoma l3/4 left side. Segmental spinal instrumentation l4, l5 and s1 using the pedicle screw and rod system. Posterior spinal fusion l4/5. Posterior spinal fusion additional level l5/s1. Posterior spinal fusion l4 to s1 using harvested autograft bone and local bone. Augmentation of fusion using bone morphogenic protein. Insertion of epidural catheter in the epidural space. Pre-op diagnosis: facet joint arthropathy l4/l5 and l5/s1. Lumbar radiculopathy. Lumbar disc disease l4/5. Lumbar disc disease l5/s1. Intracanal spinal mass l3/4 left side. Post-op diagnosis: facet joint arthropathy l4/l5 and l5/s1. Lumbar radiculopathy. Lumbar disc disease l4/5. Lumbar disc disease l5/s1. Intracanal spinal mass l3/4 left side. Intracanal lipoma l3/4 left side. As perop notes: ".. Pedicle probes were placed on the pedicles of l4, l5 and s1 and radiographs taken. These showed good position of the probes. The probes were removed and each hole probed to ensure there was bone medially, laterally, superiorly and inferiorly. The spine was then thoroughly decorticated from transverse process to transverse process from the level of the l4 transverse process all the way down to the ala of the sacrum. Pedicle screws from the pedicle screw and rod system were then placed on the pedicles of l4, ls and s1 to create a segmental construct over this area. Two rods were contoured and locked into position. Harvested autograft bone and local bone were used for the fusion.. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.